Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: during investigation, the ok keypad button was found to be inoperable and all other keypad buttons responded appropriately. No physical damage was found to the keypad. No evidence of moisture was found outside the pump. A leak test was performed and passed. The pump was opened to find no moisture. The keypad was removed to find moisture on the keypad flex under the ok button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were under responsive to user presses. It was also noted that ok keypad button was over responsive, and evidence of moisture ingress was noted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.